Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) alleging the patient¿s one touch verio iq meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter does not recall when the alleged issue began. At an unspecified date/time, the patient obtained a blood glucose reading of ¿340 mg/dl¿ with the subject meter and ¿400 mg/dl¿ with another device (unknown), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 30%. The patient manages her diabetes with insulin (novolog, levemir; unknown dosages) and denied taking any action in regards to her normal diabetes management in response to the alleged inaccurate reading(s) obtained with the subject meter. The reported claimed, at an unspecified time after the alleged issue occurred, the patient ¿passed out and threw up¿. The reporter stated that the patient did not receive any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.